Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the returned handheld and flashcard. An analysis was performed on the handheld and no anomalies associated with the handheld operating system were noted during testing using the ac adapter or the main battery with a full charge. During the analysis it was identified that the serial cable was pulled out of the connector housing/ strain relief. The cause for the damaged cable is most likely associated with mishandling of the device. Although the serial cable was pulled out of its strain relief, no anomalies associated with the cable performance were identified during the analysis. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software also performed according to functional specifications.

Event description:
On (B)(6) 2012, a vns treating neurologist's nurse reported that her handheld is frozen on the screen with icons of the microsoft software. When a hard reset was performed, she was able to get to the vns software but then a green task bar appeared with the words "new" at the bottom that the nurse had never seen. The screen then went to the microsoft software with the cloud image in the background and then back to the vns software screen by itself. The nurse stated that she has been having similar issues for a few months now but she could always temporarily fix it with a hard reset. Attempts are underway for the return of the handheld to the manufacturer for product analysis, but the handheld has not yet been returned to date.

Event description:
On (B)(6) 2012, additional information was received when the manufacturer's consultant visited the physician's office and stated that the handheld was working fine now. The handheld and flashcard were returned to the manufacturer for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.